Event description:
One day ago the patient had lytic therapy of left lower extremity in angiography. This procedure had required access through the right common femoral artery. Bilateral angio-seal devices were deployed in the standard fashion with hemostasis achieved. The patient was transferred back to trauma ICU. He developed right foot numbness, pallor and coolness after the procedure: the rn assessed extremity and pulses were present but weaker than other leg; 20 minutes later, the rn discovered right lower extemity had lack of pulse and notified radiologist. The patient's attending physician was notified by the radiologist and the attending physician took patient to surgery. A surgical right common femoral artery exploration was performed which showed a portion of the angio-seal collagen plug within the arterial lumen. The patient recovered without further complications.